Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient¿s right ventricular (rv) lead triggered a lead integrity alert (lia). The rv lead exhibited short v-v intervals. In addition, the rv lead exhibited oversensing and intermittent undersensing on stored electrograms (egm). The rv lead remains in use. No patient complications have been reported as a result of this event.